Manufacturer narrative:
(B)(4).

Event description:
Customer complaint alleges deformity at tip of wire. The physician inserted the needle into the brachial vein of the patient, went to insert guide wire (45 cm) and it would not advance through the needle. He then turned the wire around and inserted the opposite end through the needle to check issue was with wire not the needle. The wire was able to advance. He then took out this wire and continued procedure with the long wire (80cm). Knob seen on wire tip of 45cm wire. Treatment delayed slightly due to change in wire. No patient harm or intervention required.

Event description:
Customer complaint alleges deformity at tip of wire. The physician inserted the needle into the brachial vein of the patient, went to insert guide wire (45 cm) and it would not advance through the needle. He then turned the wire around and inserted the opposite end through the needle to check issue was with wire not the needle. The wire was able to advance. He then took out this wire and continued procedure with the long wire (80cm). Knob seen on wire tip of 45cm wire. Treatment delayed slightly due to change in wire. No patient harm or intervention required.

Manufacturer narrative:
(B)(4). The customer returned one spring wire guide (swg) for evaluation. Visual examination revealed the guide wire had offset coils on the distal end. The distal weld was present. Visual inspection of the introducer needle could not occur since the needle was not returned. The offset coils in the swg measured 1 mm from the distal end. The overall length of the swg was measured to be 452 mm which is within specifications of 437.5-462.5 mm per wire guide product drawing. The outer diameter was measured to be 0.454 mm which is within specifications of 0.41-0.47 mm per wire guide product drawing. The undamaged portion of the swg was advanced through a lab inventory 21 ga introducer needle. The swg passed through with minimal resistance. A manual tug test confirmed that the distal weld was intact. A device history record review was performed with no relevant findings. The instructions for use (IFU) provided with this kit warns the user, "do not apply undue force on guidewire to reduce the risk of possible breakage. Do not withdraw guidewire against needle bevel to reduce the risk of possible severing or damaging of guidewire." The report of a kinked guide wire was confirmed through examination of the returned sample. The guide wire contained offset coils just proximal to the distal weld. The guide wire met all functional and dimensional requirements during investigation testing. A device history record review was performed and no relevant findings were found. Based on these circumstances, and the introducer needle not being returned, the probable root cause cannot be determined. Teleflex will continue to monitor and trend for reports of this nature.